Event description:
A malfunction occurred with a customer's insulin pump. There was no reported impact to the customer's blood glucose level. Technical support sent a replacement pump and provided various instructions to the customer, including placing the pump into storage mode and connecting their continuous glucose monitor to the replacement. The customer was also advised to program their settings into the new pump and return the faulty pump to avoid charges.